Manufacturer narrative:
H3: one cassette was returned for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed and the reported issue was confirmed. The probable cause is due to inconsistent sealing of the internal bag during manufacturing. No nonconformances were found during the lot history review.

Event description:
It was reported that there was a leakage issue with the cassette. There was no patient involvement and no patient harm or adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.